Manufacturer narrative:
UDI #: (B)(4). Date of event is unknown as it was not provided. (B)(4). The machine was examined and tested at the customer location by an amo field service specialist (fss). The fss performed an annual preventative maintenance. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth. A flap and rinse was performed to remove the ingrowth. A brief description from the surgery center indicated the original surgery was in (B)(6) 2016; however, the epithelial ingrowth was not noticed within 1 month after initial treatment. The surgery center had stated there were 13 patients that experienced epithelial ingrowth, however, only 4 were reported as having a flap and rinse performed (surgical intervention). All patients recovered with no loss of best corrected visual acuity. Out of the 4 patients that received surgical intervention, there were 3 myopia patients had epi ingrowth in the right eye (which is the 2nd eye treated-they treat the left eye first) and there was 1 hyperopia eye that had epi ingrowth in the left eye (first eye treated). An amo clinical developmental manager (cdm) discussed with the surgeon's rinse technique